Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump max bolus setting changed from 25 units to 10 units. Reportedly, the customer did not updated this setting. Customer declined further troubleshooting with tandem technical support. Customer¿s blood glucose level was 184 mg/dl.¿